Manufacturer narrative:
The t:slim user guide states, "your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple auto-off alarms. Customer reported an elevated blood glucose (bg) level of 244 (mg/dl). The auto-off alarm was dismissed and customer delivered a correction bolus to stabilize bg levels. During troubleshooting with tandem technical support, customer was reminded that the auto-off safety feature can be modified or turned off. Customer was instructed on how to turn the auto-off safety feature off.